Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up visit, error message was displayed on the device. Programming changes were made. Patient had no adverse consequences.